Manufacturer narrative:
E.1- initial reporter address: (B)(6) e.1. Initial reporter phone#: (B)(6) e.1. Initial reporter facility name: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle there was poor sleeve function. The following was reported by the initial reporter: stage: during product use defects; during the blood collection process, the rubber plug connected to the end of the blood collection tube does not rebound, resulting in blood leakage

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3085479. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. However, the flashback needle was not observed in the photo so unable to determine if the sleeve caused the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle there was poor sleeve function. The following was reported by the initial reporter: stage: during product use: defects; during the blood collection process, the rubber plug connected to the end of the blood collection tube does not rebound, resulting in blood leakage.